Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in a mildly tortuous, moderately calcified mid right coronary that was 90% stenosed. Pre-dilatation was performed with a 2.0x20mm mini trek balloon dilatation catheter. A 2.5x38mm xience alpine stent delivery catheter (sds) was advanced but failed to cross due to the anatomy. During removal of the sds, resistance was met with an unknown guide catheter and noted that the proximal edge of the stent implant was flared. The lesion was dilated again with the mini trek and two (2.5x28 and 2.75x15mm) xience alpine stents were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual, functional and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The reported difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.